Event description:
A malfunction on the pump was reported by the customer. There was no adverse impact on the customer¿s blood glucose level. The customer received assistance from technical support to reset the pump, and after resetting, the malfunction code did not recur. The customer was advised to continue using the pump and to call back if the malfunction reappears.